Event description:
On (B)(6) 2021, the reporter of the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio flex meter was reading inaccurately high compared to a hospital meter. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The reporter claimed that the alleged issue began at 8:00 am on (B)(6) 2021. The reporter stated that the patient felt ¿dizzy and tired¿ and obtained a blood glucose reading of ¿117 mg/dl¿ on the subject meter after. The patient perceived it as a normal result. The reporter did not specify how the patient manages his diabetes but informed that the patient drank soup in response to the issue and felt better. The reporter informed the cca that the following day at an unspecified time the patient started feeling worse and felt ¿extremely dizzy, sleepy and could not stand up¿. At an unspecified time on that same day the patient went to the emergency room (ER) and a blood glucose reading of ¿47 mg/dl¿ was obtained on a hospital meter before treatment. The reporter claimed that the patient received a ¿serum line¿ and/or oral medication for diabetes but did not specify any other medical treatment. During troubleshooting, the reporter was unable to confirm whether the unit of measure was set correctly on the subject meter. The cca established that the patient had used an approved sample site to obtain the blood sample and had followed the correct testing process. The cca confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.